Manufacturer narrative:
(B)(4).

Event description:
The patient is complaining of device site pain. It is believed the pain is from the revision procedure from (B)(6) 2016, where the ra lead was replaced. This event is considered ongoing and no mention of any intervention was made. This is all of the information that was provided. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4) . It was reported that on (B)(6) 2016 syncopal episodes with lightheadedness, vague chest pain, and nausea was experienced by the patient. Also there was frequent pvcs and leg swelling. The device still remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.